Event description:
Hill-rom received a report from the account stating the bed would not send a nurse call. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested they change the nurse communication cable. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.